Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 329 mg/dl at time of incident and the current blood glucose 406 mg/dl. The customer treated with insulin pump. The customer had experienced such as frequent urination. The customer does not allege pump was under delivering. The customer reported that they performed displacement test and it was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.